Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had purge problem.there was no patient involved.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, e1 event site address, h6 medical device problem code. Additional point of contact: (B)(6). Due to character limit in e1 event site name is (B)(6). A getinge field service engineer (fse) checked purging issue, tested the device without any problems. Noticed two seals on the helium cylinder. However, no leaks were detected. Nothing was reported in the error logs. Let the device run, and everything was ok. The alarms are ok.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had purge problem, autofill related.there was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.